Manufacturer narrative:
Device information of both leads which migrated are identical.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for lead migration after being involved in a motor vehicle accident. An x-ray was obtained and confirmed migration of both leads. Reprogramming was performed and the therapy was restored using an open loop program. A revision procedure was completed to resolve the issue and restore therapy in closed loop.